Event description:
It was reported that a spectrum pump did not sense the door was open in the cardio vascular intensive care unit. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.